Event description:
(B)(6) 2025-patient had an acute onset of right knee pain, instability and grinding when she walks after a fall. (B)(6) 2025-x-ray films and exam revealed a failure of polyethylene insert. (B)(6) 2025-right total knee arthroplasty tension.